Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 858mcg/day) via an implantable infusion pump. It was reported that the patient had a return in spasticity and the pump was alarming. The logs showed that multiple reoccurring motor stalls had occurred. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was admitted to the hospital and restarted on oral baclofen until the pump replacement surgery on (B)(6) 2019. The issue was reported to be resolved and the patient was alive with no injury. The old pump was discarded by the hospital so would not be available for analysis. No further complications have been reported as a result of this event.